Event description:
The users hearing performance with the device is affected. The user has experienced a severe trauma to the head on the left side.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, during investigation the exact location of damage could not be determined due to the device's received condition. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The users hearing performance with the device was affected. The user experienced a severe trauma to the head on the left side. There was no redness or swelling at the site of the implant. It was planned to deactivate the affected channels and create a new fitting map but ultimately the user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance with the device is affected. Recipient has experienced a severe trauma to the head on the left side.